Manufacturer narrative:
The pump passed the displacement test and self test. All buttons function properly and no unexpected pump error 28/3/81 alarm noted during testing. Successfully downloaded history files and traces using thus. Pump error 28/3/81 alarm found in the pump history file/trace on (B)(6) 2023 at 14:31:20. Pump was cut open to perform visual inspection and found no evidence of physical damage or moisture damage to the force sensor assembly, electronic assembly, or motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, scratched case and minor scratched lcd window. Pump error 28/3/81 alarm not confirmed during testing. Cosmetic damage found on the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the hardware real time clock date and time disagree with the software-maintained date and time (main). The date and time had reached a value outside the valid range (pump error 28) alarm, the main arm cannot communicate with the motor arm (pump error 3) alarm, and the motor processor did not ack a command from delivery manager in a reasonable time. Data in the alarm can identify which command it was (pump error 81) alarm. Troubleshooting was performed and the customer was able to successfully clear the alarm. The customer received a request to rewind the pump and was able to complete the rewind. The customer performed a self-test, and it was passed. The customer received a pump error 3 twice in one day and 2 other alarms earlier. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.